Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer unable to close or open. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer unable to close or open. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the back panel was checked to determine why matrix drawer 7 was not closing, and it was found that the retractor band on full height drawer 6 had broken and become stuck behind drawer 7. A field service engineer cleared the obstruction, and the retractor band was replaced. An attempt was made to log into support mode, but it was unsuccessful. The failed drawer was successfully recovered and inventoried, confirming that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.